Event description:
It was reported that this patient on peritoneal dialysis (pd) was hospitalized for peritonitis. However, there were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the patient¿s pd nurse reported that the patient is new to this facility as of (B)(6) 2025. The nurse stated the patient came into the clinic with pre-existing peritonitis. The nurse did not have pd culture results available or the date the peritonitis was diagnosed. However, the nurse stated the patient is non-compliant with her antibiotic therapy and that was the reason she came into the clinic with peritonitis. The nurse stated the patient continued to be noncompliant with antibiotic therapy (details not provided). As a result, the patient was subsequently hospitalized for the same peritonitis on (B)(6) 2025. The nurse did not have pd culture results from the hospital available. It was reported that the patient received unknown antibiotics in the hospital. The nurse did not have any other details about the hospitalization. The patient was discharged on (B)(6) 2025 to resume pd therapy with the cycler. Per the nurse, the patient remains noncompliant with her pd therapy and the patient does not load treatment information. The nurse stated the patient was using her fresenius cycler at home but that there were no issues with the cycler. The nurse confirmed the peritonitis event is not related to products. The nurse attributed the peritonitis to patient non-compliance with pd therapy and antibiotic management.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on all the reported information, the cause of the patient¿s peritonitis can be attributed to patient non-compliance with pd therapy and antibiotic management.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this patient on peritoneal dialysis (pd) was hospitalized for peritonitis. However, there were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the patient¿s pd nurse reported that the patient is new to this facility as of (B)(6) 2025. The nurse stated the patient came into the clinic with pre-existing peritonitis. The nurse did not have pd culture results available or the date the peritonitis was diagnosed. However, the nurse stated the patient is non-compliant with her antibiotic therapy and that was the reason she came into the clinic with peritonitis. The nurse stated the patient continued to be noncompliant with antibiotic therapy (details not provided). As a result, the patient was subsequently hospitalized for the same peritonitis on (B)(6) 2025. The nurse did not have pd culture results from the hospital available. It was reported that the patient received unknown antibiotics in the hospital. The nurse did not have any other details about the hospitalization. The patient was discharged on (B)(6) 2025 to resume pd therapy with the cycler. Per the nurse, the patient remains noncompliant with her pd therapy and the patient does not load treatment information. The nurse stated the patient was using her fresenius cycler at home but that there were no issues with the cycler. The nurse confirmed the peritonitis event is not related to products. The nurse attributed the peritonitis to patient non-compliance with pd therapy and antibiotic management.

Manufacturer narrative:
Additional information provided in a3, a4, b5, and h10. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis with subsequent hospitalization. However, there is no documentation of a causal relationship between the adverse event and use of the liberty select cycler and liberty cycler set. The patient is reported to be non-compliant with the instructions that are given by the pdrn. Additionally, the patient was non-compliant with the antibiotic therapy. Although a definitive cause of the peritonitis was not confirmed, there is no allegation or evidence of a cycler set defect reported for the event. The cause of the peritonitis is suspected to be transmigration of the bacteria or a breach in aseptic technique by the patient or another type of non-compliance by the patient. Enterococcus spp. Are normal inhabitants of the gi tract and may colonize or infect the genitourinary (gu) tract with enterococcal peritonitis probably resulting from touch contamination and possibly from gi sources. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
Additional information received states that during follow-up for drain complications encountered during treatments, it was reported that this peritoneal dialysis (pd) patient was hospitalized for two weeks due to peritonitis. No dates were provided at that time. It was also reported that this patient does not follow the nurse¿s instructions. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse. The patient was seen in the pd clinic on (B)(6) 2025 (symptoms not provided). The patient had pd fluid cultures obtained at the pd clinic. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy (drug, dose, frequency, and duration unknown). The patient was non-compliant with the antibiotics. The patient was hospitalized on (B)(6) 2025. The cultures obtained from the clinic resulted in negative growth. The white blood cell (wbc) count was elevated (values not provided). Additional cultures were drawn in the hospital which resulted positive for enterococcus faecalis. It is suspected that the bacteria transmigrated from the bowel to the peritoneum, however; a breach in aseptic technique or other noncompliance issue could not be ruled out as the potential cause. The patient was discharged from the hospital on (B)(6) 2025.